Event description:
Consumer stated the fold away pick sometimes breaks off at the point, and I end up with a small piece in mouth needing to expel with rinse. The point has broken off a couple times. Consumer disposed the product.